Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7163807, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-12. Medical device lot #: 7144566, medical device expiration date: 2022-05-31, device manufacture date: 2017-05-24.

Event description:
It was reported that 10,000 needle 25x1-1/2 rb ns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 303018, batch no. 7163807 and 7144566. It was reported the needles are discolored. We have some 303018 product in stock with discoloration. It appears that the needle is smoked, giving a dark metallic discoloration. Following are affected lots/quantities: component, lot#, p.o., quantity: 303018, 7163807, 956518, 5000. 303018, 7144566, 950538, 5000.

Manufacturer narrative:
H.6. Investigation: five photos were provided. From the photos it is noted that the finishing on the needles has some variation in color. Failure mode is verified however root cause cannot be determined based on the photos. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 10,000 needle 25x1-1/2 rb ns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 303018, batch no. 7163807 and 7144566. It was reported the needles are discolored. We have some 303018 product in stock with discoloration. It appears that the needle is smoked, giving a dark metallic discoloration. Following are affected lots/quantities: component, lot#, p.o. Quantity. 303018, 7163807, 956518, 5000. 303018, 7144566, 950538, 5000.